Manufacturer narrative:
A ge service rep performed an on site investigation. The gib (generator interface) pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze with an error and required a reboot to regain system functionality. No pt serious injury or death was reported related to this event.